Event description:
It was reported that pump displayed malfunction alarm and repeatedly showed malfunction message when starting, which prevented customer from accessing pump functions, and no blood glucose value information was provided. There was no reported impact to the customer¿s blood glucose level. No further information provided.